Event description:
It was reported that the patient presented for a generator change. Upon interrogation it was discovered that the right ventricular lead was oversensing noise leading to pacing inhibition, high capture threshold and high pacing impedance. No programming changes were performed. The patient will continue to be monitored. Patient was in stable condition.